Event description:
It was reported that the patient's implantable cardiac monitor (icm) was sensing intermittently. No intervention or patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.